Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons was not working and multiple pump error. The customer¿s blood glucose level was 12.0 mmol/l at the time of the incident. Customer stated that insulin pump button hold longer than 3 minutes and there were no option to clear the alarm. Customer wants to manually give insulin by pushing plunger. Customer was very emotional and feels a bit angry as well as the feels misinformed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 49/68 alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.